Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer's sensor glucose reading was 71 mg/dl. The insulin delivery was not suspended. It was unknown whether customer was using the automode or not. The insulin pump will not be returned for analysis.